Event description:
Whilst the patient was receiving treatment with pico, she became very unwell and was admitted to hospital. The patient died in hospital. The cause of death is currently unknown. It was reported the cause of death is suspected to be either be osteomyelitis or a chest infection.